Event description:
Asr revision of xl head and sleeve. Left hip. Reason for revision - infection (staphylococcus aureus) pain.

Manufacturer narrative:
The correction/removal reporting number listed applies to the corresponding product code sold domestically. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The investigation found no product was returned, and the primary surgery date was (B)(6) 2006 and the revision surgery date was (B)(6) 2006. A review of the previous revisions see attached for details the patient has a history of infection dating back to 2005. With the available information it is not considered that the implants were responsible for the infection. A review of the DHR (device history record) for product numbers 999890157 and 999800102 lot numbers 1904590 and 2024056 found no anomalies. The irradiation certs show the dose to be within allowable limits and no other anomalies were found, please see attachments. With the information available the investigation will be closed with an undetermined conclusion and entered into the complaints database for future trending. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.